Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: the dealer reported that the spacers on the legrest were broken. This issue may cause product instability and injury to the user.